Event description:
Additional information indicates that the patient received inappropriate anti-tachycardia pacing (atp) as a result of the noise. The physician elected to explant the lead and the patient was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, right ventricular lead noise was observed. Lead extraction was discussed and the patient is currently stable.